Event description:
Boston scientific received information that this implantable lead was surgically abandoned after displaying high pace impedances and thresholds. The associated pacemaker remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.